Manufacturer narrative:
This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The operating room director informed the sales rep that the facility has completed their investigation of the incident. Facility has determined that there was no fault on any of the arthrex equipment and that the increased heat is uniform with all synergy consoles, camera heads, and light cords. They attribute the burn incident to their old scopes not being able to handle the increased light intensity that our led light engine produces. They have directed all surgeons and operating room staff to be cognizant of the increased heat at the light post and the base of the scope body, and to be diligent in not allowing any of these parts to touch a patient's skin. Facility has decided there is no need to return the equipment to arthrex. Per the IFU, risk of burns! Light sources emit large amounts of light energy and thermal energy. As a result: surface temperatures of the insertion portion of the endoscope as well as light guide connectors on the ccu and the endoscope rise during use. This can cause the temperature of the body tissue to rise to 106 °f (41°c). Potential thermal injury to the patient's tissue (e.g. From prolonged exposure to the intense illumination in small cavities, or if the endoscope's distal end is placed in close proximity with the tissue) may result, as well as burns to the patient's or user's skin. Burns or thermal damage to surgical equipment may also result. Avoid prolonged exposure to intense illumination. Use the minimum level of illumination necessary to satisfactorily illuminate the target area. Do not place the endoscope's distal end or light guide connector on the patient's skin, on flammable materials or on heat sensitive materials. Turn the light source off when detaching the endoscope from the light guide cable. Allow the endoscope and light guide cable to cool down after use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.

Event description:
It was reported that during a lengthy procedure on (B)(6) 2015 an mr-6 bagley scope was being used with an arthrex hd3 camera with eye coupler and new led light guide. The scope's light post and metal forward of the eye cup became hot and burned the patient's genitals. The facility has been using this scope for many years with an old xenon light source without issue. Follow-up investigation: operative time was 59 minutes and the ureteroscope was used for the majority of that time. The scope length was maxed out in the patient. There was no delay caused during the surgery and the patient did not have an extended stay post op due to this incident. There were no pictures of the injury. While meeting at the facility to discuss the incident they experimented with the scope that caused the burns by hooking it up to the arthrex light engine for about 20 minutes. The scope body was warm but not hot. The light guide connection to the scope's light post however was too hot to touch. They then did the same experiment with another manufacturer's light guide with the same result. When they disconnected the light guide from the scope, with the light still on, both light guides cooled down to near room temperature within minutes. The operating room director informed the sales rep that the facility has completed their investigation of the incident. Facility has determined that there was no fault on any of the arthrex equipment and that the increased heat is uniform with all synergy consoles, camera heads, and light cords. They attribute the burn incident to their old scopes not being able to handle the increased light intensity that our led light engine produces. They have directed all surgeons and operating room staff to be cognizant of the increased heat at the light post and the base of the scope body, and to be diligent in not allowing any of these parts to touch a patient's skin. Facility has decided there is no need to return the equipment to arthrex.